Event description:
A jetstream g2 nxt device was used on a long, chronic total occlusion (cto) lesion located in the sfa. During the procedure, it was noted that there was issue with aspiration. A large amount of debris was pushed into the popliteal and tibial peroneal trunk. A stent was placed in the peroneal to trap the clot and restore the flow. Good final outcome and pt is doing great.

Manufacturer narrative:
Further investigation is needed.